Event description:
The customer reported to carefusion that a patient became disconnected from the ventilator due to an issue with the omni-flex adapter that connects to his bivona water cuff 4.0 tracheostomy tube.  The respiratory therapist (rt) reported 15 adapters were used and broken/disconnected.  The initial thought was that the patient was destroying them, but after examination of a new one out of the package the rt discovered that with the slightest pull, the omni-flex would fall apart.  There was no patient injury as a result of the disconnections reported.  The patient/care giver were alerted to the issue by an alarm on the ventilator.  He advised the actual omni-flex adapter would fall apart into pieces.  At the time of this report, the patient was still in the hospital and using an alternate lot number of omni-flex.  With the alternate lot number he has not had any issues.

Manufacturer narrative:
(B)(4). Customer reported that "samples" are available for evaluation. At this time, it is unknown how many actual/ companion samples will be returned for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted. This is report 2 of 15.

Manufacturer narrative:
(B)(4). Additional information: device received date added. Device evaluation: an opened sample was received. The product was submitted to perform a pull test and passed the requirements necessary to release the product. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The verification procedure for this product requires the part to pass pull force testing in order to proceed to the next process step. (B)(4). After performing the pull test, the unit was disassembled in order to measure the internal diameter. The parts were measured and they were within specifications. The complaint for this piece could not be confirmed; therefore no corrective actions will be implemented at this time.